Event description:
Olympus was informed that the user facility had not properly reprocessed the maj-855 auxiliary water tube since its initial introduction and installation in 2004. The user facility is currently notifying 3,260 patients that received procedures during this time.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. An olympus endoscope support specialist and sales representative have visited the user facility and provided in-service trainings to hospital personnel on proper reprocessing practices. This report is being submitted as a medical device report in an abundance of caution. Reference MFR number: 9611174-2009-00001 for the other related report associated with this event.